Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. No device returned to manufacturer.

Event description:
It was reported that insulin began leaking from the patient line. There was no reported impact to customers` blood glucose levels. Customer was able to successfully load a new cartridge and resume insulin delivery.